Event description:
It was reported that during a greenfield filter placement procedure, the filter failed to open. The intended location for the filter was the inferior vena cava (ivc) for treatment of recurrent deep vein thrombosis (dvt) of the left leg. Access was obtained via the right common femoral vein with an 18-gauge needle. Contrast was injected which revealed extensive thrombosis of the right femoral vein, external iliac vein, and common iliac vein which had not been previously identified. An unspecified guide wire, catheter and sheath were advanced into the ivc. A cavogram was performed which revealed that an extensive thrombus appeared to be somewhat adherent to the ivc up to the renal vein with areas of fenestrations. Prior to filter placement, the physician successfully employed the dilators. While maintaining intermittent flush, the 12fr femoral titanium greenfield was advanced to ivc and deployed without resistance just below the renal veins, however, the filter failed to open. The physician attempted to "bump the filter" with the deployment catheter to spring the legs open but was unsuccessful, however, it was noted that the filter was "very stable" and could not be moved with the sheath. It was further thought that "there was a small chance, that there was a device malfunction but due to the fact that [the filter] could not be tilted or manipulated, however, it was more likely that it was "sandwiched" inside of a fenestration and perhaps related to chronic venous thrombosis". The physician felt that although the filter did not appear to be at risk of migrating, it did not adequately protect the lumen from thrombus. Using a posterior approach with an 18-gauge needle, the physician gained access via the right internal jugular. An unspecified guide was inserted, however, the guide wire failed to advance and a superior vena cavogram was shot which revealed a "somewhat smaller superior vena cava but with appropriate anatomy". The physician decided to use an unspecified 0.035 guide wire, 5-fr bern catheter technique. Another MFR's filter was advanced to the ivc and deployed just above the greenfield filter. The physician was "very pleased" with the filter's ability to cover the lumen, its stability and its central location. The physician believed that neither filter was at great risk of embolization and the lumen was adequately filtered, however, there was some concern that the thrombus may easily dislodge and mimic a juxta renal caval thrombosis, which could cause renal failure and swelling of the lower extremities. The physician reported that "excellent" fluoroscopic visualization was confirmed and the procedure was completed. It was noted that the pt tolerated the procedure well. The pt was discharged approx 5 days post procedure.

Manufacturer narrative:
The complainant indicated that the device remains implanted, and the delivery system was disposed of at the user facility, and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. The device history record (DHR) review confirms that this device met all material, assembly and performance specs. As detailed in the dfu for titanium greenfield vena cava filter, the cause of filter fails to open fully is due to thrombus forming in or around the filter, binding the legs. The root cause can be attributed to operational context due to the likelihood that anatomical/procedural factors encountered during the procedure limited the performance of the device.